Event description:
Coiling treatment of an aneurysm. During coil delivery, it was reported after approximately 1cm of the coil exiting the tip of the catheter, the coil could not be pushed or pulled for repositioning. Upon removal, the coil pulled out a previously implanted coil. No pt injury reported.

Manufacturer narrative:
The device has been evaluated and there was a large amount of blood found in the catheter's lumen; this likely led to the coil got stuck inside the catheter. (B) (4).